Event description:
It was reported that insulation breach (externalized conduc- tor) was found via fluoroscopy. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.